Event description:
It was reported that the patient had his vns device explanted on (B)(6) 2015 due to post-operative infection. The patient recently had vns generator replacement surgery on (B)(6) 2015. It was also noted that the patient has been living in a variety of places, some of which were reportedly unsanitary.

Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the manufacturer device history records confirmed sterilization was performed for the generator prior to distribution.